Manufacturer narrative:
A visual and functional evaluation was conducted on the subject cot and the reported issue was not able to be duplicated. No malfunctions were observed and the cot was operating according to specification. The IFU for the product provides suficient instructions on maintaining control of the cot while unloading a patient. The complainant has not provided any further details regarding thealleged patient injury or medical intervention sought.

Event description:
The complainant reported while unloading a patient from the ambulance, the legs of the stretcher struck the rear bumper and did not lower completely. The stretcher then allegedly missed the safety hook and tipped to the right landing on its right side. The patient reported right arm and rib pain. Details of the injury and medical treatment were not provided.

Event description:
The complainant reported while unloading a patient from the ambulance, the legs of the stretcher struck the rear bumper and did not lower completely. The stretcher then allegedly missed the safety hook and tipped to the right landing on its right side. The patient reported right arm and rib pain. Details of the injury and medical treatment were not provided.